Event description:
It was reported that the insulin pump alarmed button error and escape button got stuck and it won't pop back up. Customer wears the device in her bra. Customer's mother will go to the emergency room to get a back up plan. Blood glucose value was 163 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces and flattened escape button dome switches. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and a broken reservoir tube lip.